Manufacturer narrative:
Batch review performed on 30 january 2017. Lot 134142: (B)(4) items manufactured and released on 04 december 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. Staphylococcus aureus was detected. X-rays and explants are not available.